Event description:
Information was indicated that the insulin pump was cracked from all over. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.

Manufacturer narrative:
(B)(4). Software version unknown, retainer ring = missing, case type =ngp. Customer returned pump for alleged cosmetic damage located at an unspecified area found on (B)(6) 2022. Insulin pump received with missing retainer ring and detached end cap. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. From visual inspection, there is evidence of physical damage on electrical board. The following were noted during visual inspection: scratched case, cracked case, overlay scratched, cracked reservoir tube lip, detached end cap, dog chew marks, keypad overlay, peeling serial label, missing o-ring (reservoir tube), missing display window cover, broken reservoir tube lip, detached retainer , cracked case (battery tube), broken belt clip rails, cracked belt clip rails, peeling serial label, keypad overlay texture damage, broken j7 connector. Cosmetic damage was confirmed at an unspecified area. Additional cosmetic damages were noted on the unit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.